Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient#: (B)(6) index procedure was performed on (B)(6) 2021 on (B)(6) 2022, apifix was notified that the patient was involved in a high speed motor vehicle accident a couple days prior where the airbags deployed. The patient was reported to have slight back pain, so he came in for images in which the implant breakage was identified. The patient was asymptomatic prior to the mva. On (B)(6) 2022, during the revision surgery the broken rod, extender, and two proximal screws were retrieved and replaced. According to the surgeon, the rod fractured at the junction of the male/female sections of the rod. The proximal screws at t10,t11 were slightly loose. The rod fractured presumably on (B)(6) 2022 during a motor vehicle accident. Some new mild back pain was identified after the accident. Soft tissues all appeared normal, no debris, no hematoma, no signs of infection. The patient was doing great with no pain or back issues prior to the mva. The revision was reportedly completed successfully. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. As part of apifix commitment to continuous improvement, CAPA#: (B)(4) was initiated to further investigate to prevent and minimize the rate of implant breakage. The company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Breakages were evident in 3 main regions, the implant base, the main rod, and the rod's connection to the poly-axial joint. The most common point of failure was the implant rod in implants reaching their maximal elongation. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
Patient#: (B)(6) index procedure was performed on (B)(6) 2021 on (B)(6) 2022, apifix was notifed that the patient was involved in a high speed (mva) motor vehicle accident with the airbags deployed a couple days prior. The patient was reported to have slight back pain, so he came in for images in which the implant breakage was identified. The patient was asymptomatic prior to the mva.